Manufacturer narrative:
Complete information from patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The following data was provided: sid: (B)(6), 1st time 552.03 u/ml, 2nd time 5.44 u/ml, 3rd time 6.15 u/ml, it is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 41918fp00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of reagent lot 41918fp00 was evaluated using world wide data field data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 41918fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 41918fp00. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I ca 19-9xr reagent identified in this complaint.